Event description:
The email received for (B)(4) study indicated that approximately nine months post index procedure, the patient suffered chest pain and revascularization was performed. The patient is a (B)(6) male. Medical history includes angina, previous pci ((B)(6) 2010), coronary artery disease, hyperlipidemia, hypertension, and myocardial infarction ((B)(6) 2010). The reason for intervention was a staged procedure for inferior wall mi. The index procedure took place on (B)(6) 2010. Two lesions were being treated during the procedure. The first lesion treated was the mid left anterior descending artery (lad). The lesion was de novo and the rate of stenosis was 90%.there was no thrombus present at the site. The lesion was pre-dilated with a 2.5x20mm balloon at 12 atms. A cypher (cxs28300/ lot unk) was successfully deployed in the lesion at 11 atms. The stent was post-dilated as per standard procedure. There were no complications reported. The second lesion treated was the 1st diagonal. The lesion was de novo and the rate of stenosis was 70%. The lesion was not pre-dilated. A cypher (cxs08300/ lot unk) stent was successfully deployed in the lesion at 11 atms. The stent was not post-dilated. There were no complications during the procedure. The patient was discharged the next day. During the six month follow-up, it was noted that the patient was suffering unstable angina. Two months later, the patient underwent a planned pci because of chest pain. The patient was diagnosed with an mi. Revascularization was performed with stents (promus rx) placed in the proximal lad and 1st obtuse marginal. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2010-00499 and 3003742446-2010-00500.

Manufacturer narrative:
The email received for the cypress study indicated that after implantation of cypher stents in the mid left anterior descending (lad) and 1st diagonal, at six month follow-up the patient was experiencing chest paint and two months later revascularization was performed which included treatment of a proximal lad. The (B)(6) male's medical history includes coronary artery disease with angina, previous pci and myocardial infarction one month prior to the index procedure, and hypertension. The reason for the index intervention was a staged procedure due to an inferior wall mi. Two lesions were treated during the procedure. The lad lesion was de novo and the rate of stenosis was 90%. The reference diameter was 3.0mm with a lesion length of 23mm. There was no thrombus present at the site. The lesion was pre-dilated with a 2.5x20mm balloon at 12 atms. A cypher (cxs28300/ lot unknown) was successfully deployed in the lesion at 11 atms. The stent was post-dilated as per standard procedure. There were no complications reported. The 1st diagonal lesion was ostial, de novo, with a 70% stenosis. The reference diameter was 3.0mm with a lesion length of 7mm. The lesion was not pre-dilated. A cypher (cxs08300/ lot unknown) stent was successfully deployed in the lesion at 11 atms. The stent was not post-dilated. There were no complications during the procedure. The patient was discharged the next day. During the six month follow-up it was noted that the patient was suffering unstable angina. Two months later the patient underwent a planned pci because of chest pain. Revascularization was performed with stents (promus rx) placed in the proximal lad and 1st obtuse marginal. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The location of the stenosis in the proximal lad as related to the cypher stents in the mid lad and 1st diagonal is not known. It was reported that other than the myocardial infarction prior to the index procedure the patient had no other myocardial infarction post index procedure. The stent remains implanted and the lot numbers are not known; therefore a device history record review cannot be completed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The patient's medical history and lesion characteristics may have contributed to the event. The proximity of the post index revascularized lesion to the cypher stents is not known; therefore, a relationship to the devices cannot be determined. With review of the available information there is no indication of any device performance or manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2010-00499 and 3003742446-2010-00500.

Manufacturer narrative:
The cec adjudication minutes were received and reviewed, adjudication status-final report. The committee agrees with the assessment of peri-procedural mi, which is consistent with the elevated enzymes post-procedure. Therefore, the event myocardial infarction is being reported. The adjudication committee also agrees with tv-percutaneous intervention-clinically driven for treatment of the proximal lad nine months after the index procedure. This event was previously captured as restenosis. The treatment of the proximal lad and the 1st om will be captured as treatment of a new lesion, the code of restenosis is being deleted as per the core lab results the restenosis of the mid lad stent was 41% which does not meet the criteria of a reportable event. This event will be captured as a re-occlusion of the lesion. The cec adjudication minutes were received and reviewed, adjudication status-final report. The patient presented with unstable angina. Nine months post index procedure, the patient underwent repeat angiography that revealed a 90% stenosis in the proximal lad and a 70% stenosis (new lesion) in the 1st obtuse marginal (om). The angiographic core lab reported a 16% in-lesion restenosis with no thrombus and timi 3 flow in the 1st diagonal with additional comments stating "stent patent." For the mid lad, the angiographic core lab reported a 41% in-lesion restenosis with no thrombus, timi 3 flow and additional comments "stent patent at clinical event. Remote tvr to proximal lad and non tvr to om branch." At this time, the patient underwent successful revascularization of the proximal lad with ptca and placement of one drug eluting stent. The 1st om was also treated with ptca and placement of one drug eluting stent. The procedure was complicated by ventricular fibrillation that was immediately treated with cardioversion. He was observed in the intensive care unit for twenty-four hours with no further events noted on telemetry. He was discharged home the next day. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2010-00499 and 3003742446-2010-00500.

Manufacturer narrative:
Information received from the (B)(4) study adjudication minutes indicated that a patient experienced a peri-procedural myocardial infarction after having coronary artery stents implanted and later had re-occlusion of one of the study stents. The (B)(6) male's medical history includes coronary artery disease with angina, previous pci and myocardial infarction one month prior to the index procedure, and hypertension. The reason for the index intervention was a staged procedure due to an inferior wall mi. The mi occurred two days prior to the intervention with the cardiac enzymes within normal limits prior to the procedure and elevated post-procedure. It was initially reported that other than the myocardial infarction prior to the index procedure the patient had no other myocardial infarction post index procedure. The target lesions were the first diagonal (dx1) and the mid left anterior descending artery (lad). The lad lesion was de novo and the rate of stenosis was 90%. The reference diameter was 3.0mm with a lesion length of 23mm. There was no thrombus present at the site. The lesion was pre-dilated with a 2.5x20mm balloon at 12 atms. A cypher (cxs(B)(4)/ lot unknown) was successfully deployed in the lesion at 11 atms. The stent was post-dilated as per standard procedure. There were no complications reported. The 1st diagonal lesion was ostial, de novo, with a 70% stenosis. The reference diameter was 3.0mm with a lesion length of 7mm. The lesion was not pre-dilated. A cypher (cxs(B)(4)/ lot unknown) stent was successfully deployed in the lesion at 11 atms. The stent was not post-dilated. There were no complications during the procedure. The patient was discharged the next day. During the six month follow-up, it was noted that the patient was suffering unstable angina. Two months later the patient underwent a planned pci because of chest pain. Revascularization was performed with stents (promus rx) placed in the proximal lad and 1st obtuse marginal. According to the angiographic core lab "the angiographic core lab reported a 16% in-lesion restenosis with no thrombus and timi 3 flow in the 1st diagonal with additional comments stating "stent patent". For the mid lad, the angiographic core lab reported a 41% in-lesion restenosis with no thrombus, timi 3 flow and additional comments "stent patent at clinical event. Remote tvr to proximal lad and non tvr to om branch". At this time on (B)(6) 2010, the patient underwent successful revascularization of the proximal lad with ptca and placement of one drug eluting stent. The 1st om was also treated with ptca and placement of one drug eluting stent. The stents remain implanted and the lot numbers are not known; therefore a device history record review cannot be completed. Peri-procedural myocardial infarction and coronary artery re-occlusion are known potential adverse events associated with implanting coronary stents. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Progression of atherosclerotic disease is known to cause in-stent re-occlusion and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and history of coronary artery disease. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2010-00499 and 3003742446-2010-00500.